Event description:
It was initially reported that the patient was referred for vns generator replacement surgery due to battery depletion. Clinic notes were later received that the patient experienced an increase in seizures, which the physician attributed to the low battery. The patient's vns output current was increased by 0.25 ma. No diagnostics were provided. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent vns generator replacement surgery due to battery depletion. During attempts for product return, it was revealed that the facility historically discards explanted products.